Manufacturer narrative:
One used portal was returned with an attached catheter measuring ¾ inches in length. Also returned were two segments of unattached catheter measuring 5 and 8 ½ inches in length. The attached length of catheter was examined: the distal end was found to have an appearance consistent with having been exposed to a heated instrument (melting noted) as was one end of the 5 inch length. The 5 inch length also had several melt markings along its length, and the distal end was found to have been cut which matched up to the proximal end of the 8 inch length. The 8 inch length was the distal most segment of the catheter. The melt features are typical of explants from this user and are not a defect in the product. Testing of the sections of catheter found that, after the melted shut ends were removed, all were found to be patent and without defect or abnormalities and could both flush and aspirate a solution of water without difficulty. The portal/outlet tubes were found to be patent and without any signs of occlusions, total or partial. Unable to duplicate the customers concern of occlusion. Before device decontamination a large fibrous tissue growth was observed on the strain relief. It was on the exterior of the device and had no effect on the functionality. There was no evidence during investigation to confirm the reported event was caused by intrinsic product defect; no problems could be identified with the returned system.

Event description:
From clinical trial study organizer; it was reported that the device was implanted in pt for administration of clinical trial drug on (B)(6) 2012. According to report, on (B)(6) the device was non-functional during infusion attempts through the system. The system was surgically explanted on (B)(6) 2012 and a new system was implanted. No permanent adverse effects reported.